Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was unable to be evaluated because of keypad malfunctions. The upstream sensor was calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.